Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of high gradient was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was implanted with a 21 mm trifecta valve on (B)(6) 2015. During follow up, on an unknown date, it was determined the patient has developed high gradient with their implanted valve. In the surgeons opinion, the durability of the trifecta valve was related to structural valve degeneration(svd). The patient required a valve-in-valve as the patient was not a candidate for open heart surgery. At the time of report the patient was being evaluated for valve-in-valve procedure. It was note that it may not be possible with the patient's anatomy. No additional information provided.